Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient underwent surgical intervention to implant an ipg on (B)(6) 2015. During the procedure, a previously implanted lead was connected to the ipg; however, impedances were not evaluated. During postoperative programming, it was determined there were multiple high impedances. The patient returned to surgery on (B)(6) 2015 and reportedly the existing lead would not fully seat into port 1-8 without displaying high impedances. The physician then placed the lead into port 9-16 and impedances were normal. Effective stimulation was attained; thus the issue has been resolved.